Event description:
It was reported that the patient needed an MRI, but the device received the message '"generator unavailable" troubleshooting took place but the device kept receiving the message "error searching for update." Upon further investigation the patient's ipg was undiscoverable of either cp's. It was reported that the patient hadn't connect to the ipg for 4 plus years, and the patient had a spinal fusion in (B)(6) of last year, and did not place the ipg into surgery mode as recommend. The ipg was deemed inoperable, and as a result the patient was experiencing ineffective therapy. Patient is seeking different imaging, but surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.